Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause is due to a defective processor board probably due to wear and tear. Autopulse platform is a reusable device and was manufactured on 20 september 2013 and has exceeded its expected service life of five years. Upon visual inspection, no physical damage was observed. Evaluation of the platform during initial power up, revealed a "system error, out of service, revert to manual CPR" message on the user control panel. The archive data was reviewed and contained system error 132(internal watchdog timeout) error message. The investigation findings revealed that the root cause of the reported issue was a defective processor board. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon power up. No patient involvement.